Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the quick release while sleeping. The site location was her upper thigh and the pump was located on the bed. The infusion had been used for two days and they were stored in a drawer. Reportedly, there was no stress or pull on the tubing, and the pump was not dropped with the set connected to the body. Upon investigation (visual inspection) of the returned used device (1 set), it showed that the tubing was detached from the tubing connector. No further information available.